Event description:
A vns programming physician in (B)(6) reported to our country representative that they had a vns patient with high lead impedance. The patient's last system diagnostic testing performed on their vns device was on (B)(6) 2010, resulting in output status ok, lead impedance ok, dcdc 1 eri no and dcdc 3 on their normal mode testing. The patient had no recent reported falls prior to their high impedance being attained. However, his bigger seizures are reported to be generalized tonic clonic seizures so it is possible that this could have contributed to lead problem. No date at this time has been set for the patient to have revision surgery. At this time, the patient's vns is currently programmed on per the patient's parents request. Patient/family and physician are aware of manufacture recommendations to program the vns off. X-rays were received for review and the generator placement appeared normal in the left chest area. The lead connector pin appeared to be fully inserted into the generator connector block. The filter feedthroughs appeared intact, and the lead body appeared intact at the connector pin. The lead body was also able to be visualized and no obvious discontinuities were noted; however, there appeared to be an acute angle in the lead body approximately at the location of the lead bifurcation in the strain relief bend. There was a portion of the lead behind the generator that could not be assessed. A strain relief bend was noted, but a strain relief loop did not appear to be present. Three tie-downs were noted, but were not placed per labeling recommendations as there was no tie-down to secure a strain relief loop as there was no loop present. Based on the x-rays received, no gross lead discontinuity was observed, but the presence of an unpronounced lead fracture cannot be ruled out because of the aforementioned acute angle and lead coiled behind the generator. Good faith attempts will be made for the explanted product to be returned for product analysis once a surgical date is scheduled.

Manufacturer narrative:
Method: manufacturer reviewed x-rays of implanted devices. Results: x-rays reviewed by manufacturer, no gross lead discontinuities visualized. Conclusions: device malfunction suspected but did not cause or contribute to a death or serious injury.